Event description:
There were two pts that experienced delayed transfusion reaction occurred pt #1 and pt #2 and pt #2. For pt #2, a suspected delayed transfusion reaction occurred (exact date of occurrence not provided to MFR). Repeat testing was performed. Specificity appeared to be anti-jka and anti-fya.

Event description:
Pt "cw" experienced a delayed transfusion reaction that was reprorted and investigated by user facility in 2004. The event appeared to be due to anti-jka.